Event description:
As reported by legal team, this female patient had bilateral tka. Left knee was done on (B)(6) 2010 and right knee on (B)(6) 2011. Patient had a left knee revision on 2015, and since then has not spent a day without pain, patient has been in physical therapy (pt) continuously. No other information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal team, this female patient had bilateral tka. Left knee was done on (B)(6), 2010, and right knee on (B)(6), 2011. Patient had a left knee revision on 2015, and since then has not spent a day without pain, patient has been in physical therapy (pt) continuously. No other information provided. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.